Manufacturer narrative:
On 03/14/2018, the new information indicates that the account number for the initial reporter is (B)(6). On 03/21/2018, mentor received information that the patient had bilateral rupture and the replacement are as follow: left breast implant saline mentor memorygel 320cc gel-filled breast implant, serial number (B)(4), catalog number 3507320mc . Right breast implant saline mentor memorygel 320cc gel-filled breast implant, serial number (B)(4) , catalog number 3507320mc. On 03/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with mentor memory 350cc gel breast implant that ruptured after implantation. As a result, the patient scheduled for bilateral replacement on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained gel with cloudy appearance. Brown material was observed within the device. Gel was observed on the shell surface. During initial examination, product evaluation team observed the device severely rented; it was returned in three pieces. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Because mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).